Event description:
It was reported that the catheter was replaced on (B)(6) 2014 due to the patient experiencing increasing tone despite increasing dosing. The cause of the catheter issue was undetermined. On (B)(6) 2013. A catheter access port (cap) study was performed with successful aspiration of fluid from the cap as well as an x-ray of the pump and catheter system which showed an intact pump and catheter. A cap study was also performed on (B)(6) 2014 with successful aspiration of fluid from the cap. During the replacement the existing implanted catheter was cut intra-operatively prior to explant and brisk retrograde flow of cerebrospinal fluid (csf) was visualized. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. It was later reported that the cause of the issue was never able to be determined. The patient was currently receiving effective therapy with the new pump and new catheter.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no significant anomaly; the pump¿s motor was found to have o-ring wear. Analysis of the 8598 catheter found no significant anomaly; the catheter was incomplete, returned in segments. Analysis of the 8596sc catheter found no significant anomaly; the sc (sutureless) connector had a non-significant indent in the seal/ cup of the sc that didn¿t affect infusion. (B)(4).